Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: sinning jm et al. Aortic regurgitation index defines severity of peri-prosthetic regurgitation and predicts outcome in patients after transcatheter aortic valve implantation. J am coll cardiol. 2012 mar 27;59(13):1134-41. Doi: 10.1016/j.jacc.2011.11.048. Epub 2012 mar 19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of peri-prosthetic aortic regurgitation (periar) during transcatheter aortic valve implantation (tavi) and to decipher the impact of this peri-procedural parameter on outcome. All data were collected from a single center, however a date range of when the study was performed was not included in the article. The study population included 146 patients (predominantly female; mean age 80.5±6.6 years; mean weight 70 kg), all of which were implanted with a medtronic corevalve. No serial numbers were provided. Information about the cause of death was obtained from the treating hospital, referring cardiologist, or general practitioner. Among all patients, 49 deaths occurred: 10 patients died within the first 30 days, and 39 patients died during follow-up of up to 1 year. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: permanent pacemaker implantation, minor and major vascular complications, myocardial infarction, stroke, mild/moderate/severe periar, and increased left ventricular end-diastolic pressure. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.